Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8352-70 serial # (B)(4) description: coveredge¿ x 32, 70 cm 4x8 surgical lead it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient passed away following their permanent implant procedure. The reason for the patient's death is unknown. No further information could be obtained.